Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: jang, e.j., kang, s.h., kim, k.w. (2024) exploring the feasibility of robotic liver resection in a limited resource setting https://doi.org/10.1007/s11701-024-01901-1.

Event description:
A review was conducted of a clinical article that involves a study which explored the feasibility of robotic liver resection (rlr) in a limited resource setting. The following post-operative complications were documented. The referenced study included 67 robotic hepatectomies performed from 2020 to 2023 which were completed by one surgeon at the same hospital. Of the (B)(4) procedures, there were four major complications classified as clavien-dindo grade iii. The (B)(4) patients experienced bile leakage which required percutaneous catheter drainage, and they were discharged after drainage without further treatment. The bile leakage occurred in (B)(4) patients who underwent left hepatectomies, (B)(4) patient who underwent a right posterior sectionectomy, and (B)(4) patient who underwent a monosegmentectomy. (B)(4) patient required readmission for melena due to duodenal ulcer bleeding and had to undergo outpatient follow-up with no specific issues. The article determined that using the robot to its full potential by a well-trained surgeon can successfully perform rlr in small enters with feasible surgical outcomes. Additional information was requested from the authors; however, no response was received. There were no da vinci device issues reported in the article.